Manufacturer narrative:
The sample was not returned. The device history record (DHR) was reviewed and no issues were noted. Incoming inspection results for the tubing and reservoir all passed. There was no trend identified for either the convenience kit, associated tubing or reservoir. No sample or photos were received regarding this issue. The customer confirmed it was a user made connection. The connection was not pushed past the second barb or tie banded. Per the manufacturer's instructions for use (IFU), "all user made tubing connections should be pushed past innermost barb and secured with tie-band." Since the customer did not tie band the connection, the incident could have been caused due to customer technique, but this can not be confirmed since there was no sample to evaluate. All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The customer reported that while on cardiopulmonary bypass (cpb), a customer made connection of line 18 to the r1 port on the reservoir, disconnected. It resulted in approximately 100 milliliters (ml) of blood loss and a 1 minute delay to the procedure. The product was not changed out and the surgical procedure was completed successfully.